Event description:
Nurse had completed the ivig infusion of gamunex 50gm as ordered via pac/IV using cadd prizm infusion pump and spiked the ns bag using the same infusion tubing. The ns was infusing at 300ml/hr according to the pump display, 10 minutes after ns initiated client complained of chest pain and respiratory distress; nurse noted air in infusion line and stopped infusion pump. Client vomited and was unable to speak, ems was called adn arrived within 5 minutes, client was transported to forsyth medical center. Client was admitted to iccu for observation adn test to evaluate for air embolus which possibly is causing chest pain. Manufacturer was contacted and (B)(4) of the complaint department verbally approved for pump to be returned to (B)(4). Dates of use: (B)(6) 2014. Diagnosis or reason for use: idiopathic peripheral autoimmune disorder.